Manufacturer narrative:
Article citation: remulla, daphne md; carvalho, alvaro md; rosen, michael j. Md; et al. Mesh-related outcomes of biologic versus synthetic mesh for single-stage repair of contaminated ventral hernias: a five to ten year analysis of a randomized controlled trial. Annals of surgery doi:10.1097/sla.0000000000006906, august 12, 2025. The complications from an earlier endpoint in the clinical trial were previously reported under manufacturer reference number: 1000306051-2023-00055. Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article which are not individually specified case histories. These events are being reported as serious injuries due to the reported recurrence, bowel obstruction, and erosion with surgical intervention. These are known potential adverse events addressed in the product labelling. The lots associated with this event were not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Follow-up attempts for additional information are ongoing. If additional information is made available, a supplemental report will be submitted.

Event description:
On 08/26/2025, pmqa became aware of a publication titled, "mesh-related outcomes of biologic versus synthetic mesh for single-stage repair of contaminated ventral hernias: a five to ten year analysis of a randomized controlled trial¿. This is a known clinical trial which is now publishing 5-to-10-year long-term follow-up outcomes. Cumulative long-term complications for biologic (strattice) are: wound opening, wound debridement, percutaneous drainage, mesh related complications, mesh infection, mesh excision, and mesh erosion. There were 127 patients in the biologic (strattice) group. The intent-to-treat hernia recurrence rate for the biologic (strattice) group was 23.6%. "There were no new mesh-related complications reported beyond postoperative year two in either cohort."